Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Cause was not known. As a result of the low bg, customer "passed out" and required assistance from their children to administer a nasal spray to "wake them up". Multiple attempts were made by tandem technical support to follow-up with the customer regarding the issue; however, no response was received, and no additional information was able to be obtained.